Event description:
Reported noise on the rv channel in vf and periodic recordings transmitted to home monitoring. No inappropriate therapy was reported. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that the patients device was turned to pacing off and tachy detection off due to lead noise. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.